Manufacturer narrative:
Further info from the reporter regarding event, prod, or pt details has been requested. No add'l info is available at this time. The event of "nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "several months post-injection" in cheeks, nasolabial folds, and "under mouth" with juvederm voluma with lidocaine pt developed nodules at the "marionettes wrinkles", nasolabial folds, and "near the right eye". Pt treated with "kenalog + xylo + hyaluronidase infiltration" and orbenin. Symptoms are improving. This is the same event and the same pt reported under MDR ID #3005113652-2015-00029 and #3005113652-2015-00030 (allergan complaint #(B)(4)), this is the first MDR submitted for the first suspected product, juvederm voluma with lidocaine (lot#vb20a30282).